Event description:
It was reported that patient faced an event infusion set fell off from body due to weak adhesive on 03 jun 2026.

Manufacturer narrative:
E1: name: (B)(6) based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site:3003442380.